Event description:
The customer alleged the sterrad nx unit had an oil mist. The unit was not in use. The customer stated that no injuries were involved. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The field service engineer (fse) adjusted the delivery valve and upgraded the vacuum pump cap. The fse also performed a successful empty cycle. The unit met the manufacturer's specifications. Result: vacuum pump cap.